Event description:
Patient had issue with 2 cassettes that pump alarmed no disposable, clamp tubing. Tried to line up/switch pumps but still alarming. When switched to new cassette, infusion resumed fine. Cassette lot number not available. Cassette malfunction questions: did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? No. What is the outcome of the event? Resolved, describe in detail any, and all damage to the cassette: unknown. Has this incident happened within the past 6 months? (Offer nursing evaluation) no. Has this patient reported a pump malfunction within the past 6 months (offer nursing evaluation) no. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.